Event description:
It was reported that during a subtotal gastrectomy/splenectomy, when released, there were no staples present. Used two smaller millimeter staplers to complete the case. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.